Event description:
It was reported that the pump displayed an ¿unable to proceed¿ message during a supply change, consistent with a failure to infuse associated with a motor component, and the user was able to resolve the issue by removing all supplies, performing a dry run, replacing with new supplies, and successfully resuming insulin delivery; blood glucose was not affected and no hospitalization occurred. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified, with the event characterized as a failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.